Event description:
Event description boston scientific cardiac rhythm management (crm) received information that the patient with this implantable cardioverter defibrillator (ICD) and implantabe transvenous defibrillation lead has received multiple inappropriate shocks due to the device double counting as the result of the defibrillation lead dislodging.